Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported about two months ago they started experiencing neuropathy in their fingers in both hands, and then they woke up one morning and the neuropathy was in both arms. According to the consumer it was like stimulation was on full blast and they were unable to pick things up, but they didn¿t know if stimulation could be causing it since one day they turned it up really high and their fingers felt more stimulated even though stimulation was for the right leg from the knee down and the left foot. As a result the consumer tried turning stimulation off but they still had neuropathy. An appointment was scheduled with a neurologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.